Event description:
It was reported that the patient's superion indirect decompression system implant device migrated out of the spinolaminar junction site. The patient did not experience any symptoms due to the migration. Migration was confirmed under fluor imaging. The patient did not experience any symptoms due to the migration of the device. No intervention was provided.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.